Event description:
Spontaneous call from pt's husband. Cadd legacy pump sn (B)(4). Metal clip in the battery compartment broke off. Pt currently infusing with back up pump and will continue to infuse with back up pump until new pump arrives. No adverse effect reported. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device is available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported (B)(6) by pt/caregiver. Strength: 2.5mg/ml; dose or amount: 14 nkm, frequency: continuous, route: IV. Dates of use: (B)(6) 2018 to current. Diagnosis or reason for use: pah.